Event description:
During an anonymous customer experience survey, it was reported that this customer experienced an infection while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed clinical investigation: attempts to contact the patient were unsuccessful. It is unknown what type of infection the patient was referring to in the survey. It cannot be determined with the limited information if the patient was referring to peritonitis, a pd catheter infection, an exit-site infection, or another type of infection altogether. There was no allegation of a device malfunction or deficiency reported in the survey. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.